Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a physician that the cardiac resynchronization therapy pacemaker (crt-p) was pacing below the lower programmed rate and the left ventricular (lv) lead did not appear to be capturing. The crt-p and the lead remain in use. No further patient complications have been reported as a result of this event.